Event description:
It was reported that on (B)(6) 2011, the patient¿s dosage was increased and the patient developed a headache on the same day. The causality between the patient¿s symptom and the investigational drug was noted to be ¿probable¿. No intervention was required. It was also noted that on (B)(6) 2011, the patient¿s dosage was changed. The patient¿s daily dose was adjusted from 330 mcg to 320 mcg on (B)(6) 2011 and from 320 mcg to 315 mcg on (B)(6) 2011. The severity was noted as mild in both instances. The patient recovered in both instances. It was later reported that on (B)(6) 2011, the patient¿s baclofen dose was increased from 290 mcg/day to 300 mcg/day, the result of which being the patient developed a headache that evening. The patient¿s symptoms improved the following day. Based on the fact that symptoms associated with baclofen dose increase appeared, overdose was suspected. It was also reported that the patient¿s baclofen dose was increased from 320 mcg/day to 330 mcg/day, the result of which being the patient developed a headache on (B)(6) 2011. The dose was gradually increased. The patient¿s condition improved when the dose was reduced, thus baclofen overdose might well have been the cause.

Event description:
It was reported that the patient experienced cephalalgia in the beginning of (B)(6) 2011. The event was considered not serious. The patient was hospitalized in november solely for adjustment in november. The patient complained of headache when the dose was increased from 200mcg/day to 300mcg/day, during the adjustment on 2011-(B)(6). The symptoms were temporary and were relieved. The physician commented that the hospitalization was for adjustment of the dosage to relieve a feeling of chest tightness. The physician commented that the event had casual relation with the investigational drug because it occurred when the dosage was being increased.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).